Manufacturer narrative:
The insulin pump passed the self test. No missing segments or partial display was noted. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.

Event description:
The customer reported via phone call that they had a partial display. The customer stated when the escape button was pressed, the screen was not legible. Customer's blood glucose was unknown. The customer stated the insulin pump was not dropped or bumped. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.